Event description:
It was reported that the patient was experiencing difficulty charging the ipg despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date manufacturer was made aware.